Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was reduced angulation in the up direction due to a worn angle wire and as a result was out of standard value. Additionally, the gap of the up and down knob was out of standard due to the worn angle wire. Upon further inspection, it was observed that foreign material was coming out of the channel due to blockage. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the insulation resistance at the tip was out of standard due to a missing part of the plastic distal end cover. It was observed that the condition of the light guide bundle did not meet the standard. It was also observed that the charge-coupled device lens was broken. It was observed that the adhesive part of the bending section cover was broken. It was also observed that there was crumple at the connecting tube and universal cord. It was observed that there was a crease at the: connecting tube protector, switch 1, switch 2 and at the switch box. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the colonovideoscope had a reduced angulation. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material blocking the channel which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the channel could not be identified and the root cause could not be determined. Olympus will continue to monitor field performance for this device.